Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) USA, to report that her onetouch verio flex meter continued to display the apply sample screen instead of counting down and providing a reading. The complaint was classified based on the limited customer care advocate (cca) documentation since the patient was unwilling to complete full troubleshooting of the alleged issue. The patient was unwilling to say when the meter started to show the apply sample message on the subject meter. She also refused to answer what medication, if any, she takes to manage her diabetes or whether she made any changes to her usual diabetes management routine as a result of the alleged issue. She indicated that on an unknown date and time, after obtaining the error message, she developed symptoms of ¿dizziness and sweaty¿. She denied receiving any treatment for her symptom above or beyond the usual routine of diabetes care and management. At the time of troubleshooting, the patient confirmed that the meter was not being used for the first time. The cca noted that the patient had used the correct test strips and that she described the correct testing steps. The patient reported that the test strips completely drew in the sample of blood. The cca walked the patient through a retest but the issue remained unresolved. A replacement meter was sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event, i.e. Dizziness and sweaty, after obtaining apply sample messages on the meter.